Event description:
Event description guidant received information that during the implant procedure, this lead's tip snapped approximately one inch from the electrode tip, durig placement in the right venticle. The distal portion was bent and was left hanging limp from the remaining lead body. It was suspected that the helix may have been caught on the patient's anatomy upon attempting to insert the lead through the tricuspid valve and into the right ventricle. The lead was removed and successfully replaced.